Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 11/03/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the unit will not power on and thus failed the self-diagnostic test.